Event description:
Note: this report pertains to one of two procedure kits used during the same procedure. Refer to associated manufacturer report number 3005099803-2008-1818 for details on the other procedure kit. It was reported to boston scientific corporation on august 4, 2005 that an enteryx procedure kit was implanted in a patient in 2005 (patient age, gender and weight are unknown). Two injections were performed, delivering approximately 4 cc's of enteryx solution. It was reported that both injections were intramuscular and neither were submucosal. According to the complainant, the patient experienced the onset of dysphagia with the worsening of a gastroesophageal stricture the following month. The patient underwent an esophagogastroduodenoscopy (egd) with dilation fifteen days later. The patient has not experienced weight loss. The dysphagia was reported to be resolved the following month.

Manufacturer narrative:
The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product.